Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on (B)(6) 2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00733 and 3008114965-2023-00734. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: the photo included in the complaint shows the stent detached inside the hub of the concomitant prowler select plus microcatheter. The rest of the device cannot be evaluated as only different portions were shown. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8329332. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The stent was noted already detached from the delivery system; this condition is considered to result from the impeding felt during the procedure; based on this, the customer complaint was confirmed. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 3008114965-2023-00734. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the complaint device, a 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 8329332) was impeded and became prematurely released in the proximal section of the concomitant microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / 31075899). The stent component was prematurely separated from the delivery wire. The physician removed the microcatheter and the stent from the patient¿s anatomy and switched to new devices to complete the procedure. It was reported that the procedure was prolonged by approximately 30 minutes. There was no report of any negative impact to the patient. A photo was included in the complaint file. On 17-oct-2023, additional information was received. The information indicated that the location of the target aneurysm was the left posterior communicating artery. The stent component was separated from the delivery wire. Continuous flush had been maintained through the microcatheter. Nothing unusual was noted about the system prior to use. The replacement devices were not another 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600) or another prowler select plus of the same product code (606s255x). The information confirmed there was no negative patient impact as a result of the reported issue. The physician did not consider the 30 minutes procedure extension to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 16mm enterprise 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent component was detached from the delivery system as captured in the photo included in the complaint. The photo showed the stent component detached inside the hub of the concomitant microcatheter. Dried saline residues were observed along the entire length of the distal end of the delivery wire and introducer. No appearance of damage was noted. The stent component was removed from the luer hub of the concomitant microcatheter and it was inspected under the microscope. Under magnification, no abnormalities were found on it (i.e., no broken struts and no kinks). Both ends of the stent were noted to be expanded. The delivery wire was inspected and several sections of the distal coil was found stretched and slightly kinked. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8329332. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported regarding the stent being impeded in the introducer could not be evaluated through functional testing since the stent must be still attached to the delivery wire and inside the introducer to perform the functional analysis. However, the observed dried saline residues may be an indication of an insufficient flow volume during continuous flush, which can result in an increase in friction when maneuvering the stent delivery system. It is possible that in an effort to overcome this increased resistance, excessive force was inadvertently applied that ultimately led to the damaged conditions found in the tip of the delivery wire. Based on this, the reported issue documented in the complaint was confirmed. The reported issue in the complaint regarding a stent prematurely released in the microcatheter was confirmed since the stent was found detached inside the microcatheter's luer hub. This condition suggests that the enterprise introducer was not fully seated in the hub of the microcatheter, causing the stent to expand in the microcatheter's hub, causing the resistance and resulting in the stent component being unable to advance further, where push/pull force was applied sufficiently to disengage the stent from the delivery wire and resulting in the delivery wire becoming stretched and kinked. However, with the amount of information available this only remains speculative. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. ¿ withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. ¿ withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00733 and 3008114965-2023-00734. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.